Event description:
It was reported there was no stimulation sensation. Patient had fallen down about a month ago and fell on the stimulator. Patient had been unable to feel stimulation since the fall. It was noted the patient's stimulator was implanted on their right hip and the patient was implanted for a nerve condition. It was also noted the patient also had an insulin pump. Patient was unable to communicate with the programmer. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4). (B)(6).